Event description:
During a stereotactic biopsy, the physician had difficulty deploying the mammo marker. The physician encountered pressure and resistance when attempting to deploy the device. A second clip was deployed and broke off in the patient. The plastic introducer was left inside the patient at the biopsy site. Awaiting confirmation on what the surgeon is going to do about the plastic sheared tip. The sales representative reported that the physician "sheared off the plastic introducer." As noted above, the physician reported encountering pressure and resistance. The initial reporter, the risk manager, reported on (B)(4) 2011 the physician decided not to remove the plastic sheared tip due to the small size of the tip.

Manufacturer narrative:
Device is not returned and not available for analysis. The instructions for use insert is included in the carton packaging and lists step by step directions on the correct method for use. Under the instructions section of the insert, one of the caution statements reads "do not insert beyond the appropriate band or tip damage may occur." Under warning in instructions, it states "failure to align the mammomark applicator as specified may result in improper deployment of the collagen plug and possible tip shear."